Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch hc2212, batch jkm044. In addition, the device history records were reviewed for the possible batch numbers and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date and name of index surgical procedure. The diagnosis and indication for the index surgical procedure? What is the product code associated to this needle breakage (j316 or j339)? What tissue was the needle retained in and removed from? What instruments were used to grasp the needle? Where was the needle grasped during use? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient current status?

Event description:
It was reported that the patient underwent an unknown ob-gyn procedure on an unknown date and suture was used. During the procedure a breakage at the swage part occurred during its use for perineorrhaphy. The broken part had remained in the patient and the procedure was finished. The next day, the patient had x-ray to locate the broken needle and it was retrieved. Additional information has been requested.

Manufacturer narrative:
Actual needle was returned for evaluation. The sample was visually inspected and a fracture was observed in the body of the needle. The needle fractured due to a mixed mode failure. The needle exhibited amounts of ductile and non-ductile features.

Manufacturer narrative:
Date sent to the FDA: 12/09/2016. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure -no information. Date and name of index surgical procedure no information. The diagnosis and indication for the index surgical procedure? Perineorrhaphy in nsd. Product lot # unknown. What instruments were used to grasp the needle? No information. Where was the needle grasped during use? About 3mm from the swage part of the needle was grasped during its use. What is physicians opinion as to the etiology of or contributing factors to this event- no information. What is the patient current status? Good.

Manufacturer narrative:
Evaluation summary: in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: we got the right information. Product code: j315. Lot number: hh5051. The previous (B)(4) 2016 report states that, "mechanical damage in the form of indents were observed coincidental to the fracture." Additionally, the surface near the fracture contains a significant amount of plastic deformation in the direction opposite of the natural curvature of the needle, indicating that the needle was deformed during use and prior to breaking. The observed mixed mode fracture, surface damage, and deformation near the fracture surface do not provide sufficient evidence to conclude that the needle breakage was caused due to a manufacturing defect. These observations are more consistent with a needle breakage that was potentially caused by deformation of the needle during use.